Event description:
Prior to reperfusion, the belmont (tinker) overheated. No extraneous drugs or solutes had been infused, only approximately 5 units of packed red blood cells and 12 units fresh frozen plasma. The unit was quickly changed out. A blood sample from the line was sent for calcium level which was too low to be measured. The patient became hypotensive, but responded to pressors until the new belmont was replaced within a few minutes.